Manufacturer narrative:
D9 - date returned to MFR: 2/24/2026. Received one (1) used list# 065430403 t-u-r y-set for evaluation. As received the piercing pin was broken with no tip returned. Stress marks and a rigid break were observed on the piercing pin. Received five (5) photos from the customer, two (2) photos showing the broken piercing pin, and two (2) photos of a bag with the tip inside. The complaint of broken piercing pin can be confirmed. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown. E1 - initial reporter phone: (B)(6). Additional reporter information: (B)(6).

Event description:
An event involved a t-u-r y-set, nonvented, 96 inch where it was reported that a piece of the spike broke off in the irrigation fluid and went into the patient¿s bladder (not urethra). The urologist was able to extract the piece via grasping forceps through the cystoscope and out the urethra. The customer was reported to have some minimal discomfort.